Manufacturer narrative:
Batch review performed on 28-jun-2022. Lot 2118421: (B)(4) items manufactured and released on 24-mar-2022. Expiration date: 2027-03-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
After the primary surgery, it was discovered the patella dislocation from the femur. At about 3 weeks after the primary surgery, the surgeon revised all the implants.